Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five months after device system implanted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4) implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2010; (B)(4) competitor implantable pacing lead implanted: (B)(4) 2009; (B)(4) competitor implantable tachy lead implanted (B)(6) 2009.

Manufacturer narrative:
Product event summary: (B)(4) the partiallead was returned in segments, analyzed and no anomalies were found. It was noted the p roximal and distal conductors were pulled/stretched/overstressed, the outer insulation was torn and there was apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.